Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, multiple patients experienced uveitis. This is for patient number one (1) that was hospitalized. Additional information has been requested.

Event description:
New information received stating the patient is recovering with medication treatment.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).